Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was tested with a water filled test reservoir. The pump was left at quick status window properly matched units left at the test reservoir. No unexpected reservoir estimate amounts or empty reservoir alarms. The pump was received with minor scratches on the lcd window and case. The pump had a stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received an empty reservoir alarm when the reservoir was full. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.